Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined - no additional information available). Inherent risk of procedure (stent embolism). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: inherent risk of procedure ¿ (stent embolism). Unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined - additional information not available). (B)(4).

Event description:
It is reported that an integrity bare metal stent was being used to treat a lesion. During the procedure the stent "split" from the balloon. The patient is reported to be alright post procedure.